Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during incoming inspection there was a hairlike substance in packaging. There was no patient involvement. Due diligence is complete as no additional information is available.